Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The angle wire was cut. The connection between the bend and insertion tube was rotating, the forceps channel was crushed (not allowing the channel cleaning brush cannot be inserted), the image guide bundle was severely broken, the flexible tube of the insertion section was crushed, a catch was observed on the control body, the bending section cover adhesive was missing. There was also liquid leakage in the grip part and evidence of leakage on the up/down plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress of repeated use, external factors or handling led to the malfunction a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported the wire on the tracheal intubation fiberscope was broken. During inspection and testing of the returned device, the coating on the insertion tube was peeling off. There were no reports of patient harm associated with this event. This medical device report (MDR) was being submitted to capture the reportable malfunction during device evaluation.